Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her pump stopped working and that she had high blood glucose the week prior. Her blood glucose varied between 450 mg/dl to 500 mg/dl. She said that she changed the meter and that it was still high and she corrected with a shot and it went down. The customer said that once she connected back to the pump again, it went up. During troubleshooting, the customer said that her blood glucose at the time was over 400 mg/dl and that her current was 231 mg/dl. The customer said that the drive support cap was normal and did not have a tubing clamp to perform the high pressure test. She was advised to change the entire set, reservoir and insulin and treat per her doctor¿s orders. The insulin pump is not being returned for analysis.